Event description:
The patient who was treated for an infrarenal aortic aneurysm with the gore excluder aaa endoprosthesis is reported to have aortic aneurysm growth of approximately 1.5 cm since the date of implant 2003. The physician attributed the aneurysm growth to either endotension or a potential type ii endoleak. The physician will follow the patient.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.